Manufacturer narrative:
Investigation summary: batch history analysis (DHR), quality notifications, maintenance records were reviewed for the batch in question and no records potentially related to reported failure were found. In the evaluation of the photo provided by the client it was possible to observe discoloration but due to the current controls to detect the incident that are performed through inspections it was not possible to determine the root cause of the incident. Production processes are validated against the defined acceptance criteria. This way it is not possible to confirm that the defect would be related to the bd process. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It has been reported that the bd¿ precisionglide¿ needle has been found containing foreign matter before use. The following has been provided by the initial reporter: when removing the needle from its packaging, note the yellowish color around the needle. Additional information: the incident was noticed during the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin or mucous. There was no drug used in the procedure.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: when removing the needle from its packaging, note the yellowish color around the needle. Only one unit of cash has been reported as a problem. Lot: 6112685 val: (B)(6) 2024. Additional information: the incident was noticed during the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin or mucous. There was no drug used in the procedure.

Event description:
It has been reported that the bd¿ precisionglide¿ needle has been found containing foreign matter before use. The following has been provided by the initial reporter: when removing the needle from its packaging, note the yellowish color around the needle. Additional information: the incident was noticed during the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin or mucous. There was no drug used in the procedure.

Manufacturer narrative:
Sample received, providing material number and lot number. The following information has been updated: describe event or problem: it has been reported that the bd¿ precisionglide¿ needle has been found containing foreign matter before use. The following has been provided by the initial reporter: when removing the needle from its packaging, note the yellowish color around the needle. Additional information: the incident was noticed during the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin or mucous. There was no drug used in the procedure. Medical device brand name: bd¿ precisionglide¿ needle. Medical device catalog #: 300017. Medical device manufacturer: becton dickinson ind. Cirurgicas ltda. Medical device lot #: 9112685. Medical device expiration date: 2024-04-30. Unique identifier (UDI) #: (B)(4). Manufacturing location: becton dickinson ind. Cirurgicas ltda. PMA/510(k)#: n/a. Device manufacture date: 2019-04-25.